Event description:
The patient underwent a pacemaker system implantation with no observed initial complication. Three days post-implant, the patient presented to the emergency department following syncope with collapse, chest pain, and hypotension. Diagnostic imaging showed the right ventricular (rv) lead perforated through the myocardium with active bleeding and hemothorax on the right side of the heart. The patient declined cardiothoracic intervention and subsequently passed away. The physician reported there was no malfunction of the rv lead that caused it to contribute to the perforation.